Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: unknown, not provided. If explanted, give date: not applicable as the lens remains implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient experienced an unexpected post-op refraction after an intraocular lens, model zct600, was implanted in his right eye. The patient had a computerized axial tomography (cat). Reportedly, the iol seemed to be aligned in the correct meridian. His refractions are listed below: pre-op refraction: -11.25 + 3.00 x 85; -11.00 + 3.00 x 91; post op refraction (04/05/2016): od -1.25 + 2.25 x 28; 20/20. An overcorrection occurred which can be partially mitigated by rotating the lens. No further information was provided.